Manufacturer narrative:
H3 - device evaluation: lens was returned in a micrcentrifuge tube, dry with residue/debris on product. Visual inspection found no visible damage to the lens with fiber on the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was explanted and later replaced with a different power lens. This resolved the problem. The cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.